Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported the insulin pump alarmed motor error. Customer's blood glucose was unknown. Customer stated the alarm occurred when she was changing her set. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer does not use the sensor feature. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.